Event description:
The customer reported that the device cannot turn on due to faulty battery. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.